Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulty advancing the dcs through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the information available. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Inner member shaft kinks were observed, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been seen on device returns when the valve has been removed at the back table after event occurred, or when there was no stylet in place during return transport, as was observed in this case. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut pro system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appears intact. The device was received with the capsule fully closed. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Multiple kinks were observed on the inner member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the inline sheath was utilized on both the left and right femoral access sites with the delivery catheter system (dcs) insertion in attempt to implant the 23mm transcatheter bioprosthetic valve. The dcs was only advanced to the external iliac artery. When the dcs was removed from the patient, left and right access vascular injuries occurred. Surgical repair for the injured sites was performed during the valve implant procedure. At the right femoral access site where the sheath was inserted, the intima detached, and a false lumen formed. Blood accumulated and did not flow to the distal side. The blood vessel above the access site was atherosclerotic and was resected and repaired with a vein patch. On the left femoral side, the intima detached near the external iliac artery (eia), however a sufficient pulse was confirmed, and blood flowed to the distal side. No additional adverse patient effects were reported.